Event description:
It was reported that this lead was attempted to be placed in the left bundle branch. However, during implant the helix of the lead was bent. The lead could not be repositioned. In addition, a lead fracture was suspected. Another lead was used to complete this procedure. This lead is expected to be returned but has not yet been received. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.